Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The customer indicated that there appeared to be visible smoke coming from the back of the architect i2000sr analyzer under the fluidics bay area. Upon further inspection, it was determined that the external waste tubing was bent in a configuration to not allow liquid waste to drain properly, and caused an overflow onto a power cable connection. Reinstallation of the external waste tubing to allow drainage to occur properly resolved the issue and the instrument is performing as intended. A review of the safety memo and production evaluation indicated that the architect i2000sr is certified to the appropriate us, (B)(6), and international safety standards that apply to electrical equipment for measurement, control, and laboratory use. Customer complaint data was reviewed and no adverse trends were identified in conjunction with the issue of smoke caused by the external waste tubing. The architect system operations manual was reviewed and was found to adequately address the issue. The investigation did not identify a malfunction/product deficiency.

Event description:
The customer stated that he noticed some leakage from the back of the architect i2000 analyzer. He also observed smoke coming from the back of the instrument. The customer turned the power off to the instrument and called the fire department. It was discovered that the external waste pump power cable had been on fire. There was no report of injury.